Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument. Manufacturing date: 17-jan-2023. Expiration date: 01-dec-2032. Part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile. Lot number: 3584p67 (sterile). Lot quantity: 12. Component part(s) reviewed: component parts were not reviewed. The reported complaint condition of ¿failed procedure because of cut-through¿ does not indicate breakage of the nail or any of its components. Therefore, a DHR review of the components would not be pertinent to the reported complaint condition. Device history review: this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with tfna for the femoral trochanteric fracture. When reaming before blade insertion, the reamer interfered with the nail and the reamer did not go in all the way to the back. The surgeon checked the connection between the nail and the aiming arm, and there was no loosening. Reaming was performed again. However, the blade insertion hole of the nail was shaved off with an abnormal sound, metal fragments were adhered to the reamer tip. The nail was removed once, and nail scraping was confirmed. Therefore, the nail could not be used and replaced with a new nail. The surgery was completed successfully within 30 minutes delay. There are no pieces in the patient. The surgeon confirmed by x-ray. Since there was no loosening in the device, the surgeon guessed that the reamer tip was bounced off the fascia and interfered with the nail because soft tissue was not processed properly. The patient is stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.